Event description:
Pt showed signs of toxic shock syndrome whilst wearing mepilex ag. Superficial and mid dermal burns to 1% tbsa, right forearm. Scald from recently boiled black tea. Admitted (B)(6) 2012, dressed with bactigra & gauze. Redressed (B)(6) 2012 with mepilex ag. Burns opd (B)(6) 2012 aquacel ag & comfeel. On (B)(6) 2012, tss symptoms.

Manufacturer narrative:
No review of the device history record could be conducted as no lot number or sample was provided. Molnlycke health care has no evidence that the mepilex ag was directly related to the pt's condition.